Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, when installing the reload, the jaws would not close. There was no patient involvement.